Manufacturer narrative:
B3: unknown. The pump was returned for service and repair. Upon visual inspection of the device it was noted that device exhibited degradation of the downstream occlusion sensor seal. Further examination also noted that moisture was present inside the device, on the pwa mainboard. Functional testing was performed. It was observed that the device would power on, but there was nothing visible on the screen and an alarm was constantly sounding. The humidity found on the mainboard was determined to be the most likely cause of the failure of the device screen. Further, degradation of the dso seal is the likely ingress point for that moisture. The lcd, flex led and mainboard pwa and motor were all replaced. Performance verification testing was performed upon the completion of servicing and confirmed that the device was working as expected. All functional testing passed. The device was returned.

Event description:
The pump was returned for servicing due to the inability to turn on the pump. Upon investigation it was found that the downstream occlusion sensor seal was degraded. This degradation allowed fluid ingression into the pump where moisture had accumulated, damaging the mainboard. This failure mode has been known to stop the infusion process while in use.